Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03657. The patient received 2 trial scs leads with different lot numbers. The patient's spouse reported the day after the patient underwent his trial procedure he began to bleed to the point that his clothes and sheets were saturated. Follow-up identified the patient went to the emergency room where it was confirmed he had a high white blood count. Additionally, it was clarified the patient did not experience bleeding but was releasing a clear discharge. Moreover, it was confirmed this event was not related to the patient's scs device(s) and the patient did not have an infection. Furthermore, the patient received antibiotics and the issue was resolved.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.